Manufacturer narrative:
Patient demographics, such as age, date of birth, sex or weight, were not provided. Access accutni+3 quality control (qc) was within the laboratory's established ranges prior to and after the reported event. No system errors were noted at the time of the event. There was no report of additional erroneous results at the time of the event. The customer was not questioning other assays. The customer performed a passing system check after the reported event. The access accutni+3 reagent was not returned for evaluation. In conclusion, the cause of the erroneous access accutni+3 result cannot be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access accutni+3) results, above the normal reference range of the assay for one (1) patient on the laboratory's unicel 800 access immunoassay system (serial number (B)(4)). The patient had a second blood draw two (2) hours later and the access accutni+3 result was within the normal reference range of the assay. The customer reanalyzed the first sample on the same unicel dxi 800 access immunoassay system and obtained lower results, within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory. There was a report of change to patient treatment as the patient was given the medications nitroglycerin and aspirin. Access accutni+3 quality control (qc) was within the laboratory's established limits prior to and after the reported event, the customer had passing access accutni+3 calibration and a passing system check. The sample was collected in lithium heparin plasma tubes. Centrifugation speed and time were not provided. There was no report of sample integrity issues.